Manufacturer narrative:
The reported complaint of could not untighten the setscrew to remove the lead was confirmed. Analysis found that blood and a septum punch-out was filling the setscrew inset. The blood and septum punch-out were preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the substances removed from the setscrew inset a wrench could be fully inserted into it and engage the setscrew to loosen it and to tighten it. The blood most likely came through the hole punched through the septum by the torque wrench at time of implant. Electrical testing was performed. The reported event of noise could not be reproduced in the lab and no device anomalies were found. No header damage was found that would cause noise. The device had normal device characteristics with battery above eri.

Event description:
During a device replacement procedure for normal battery depletion, the atrial lead was unable to be removed from the pacemaker header. The sheath around the set screw was forced to be removed to free the lead. There were also short episodes of noise noted in the atrial channel via stored egms, so a visual inspection of the header was performed, and there was damage noted. The procedure was completed successfully, and the patient was stable with no consequences.